Manufacturer narrative:
The pump has been returned to animas. Eval has not yet been completed. When eval is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
It was reported that the up arrow button does not respond to presses all the time. It was also reported the pump is not exposed to water and there is no sign of damage to keypad.